Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, an unspecified number of caps were loose while on their automated instrument resulting in spilled samples. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation, which shows an instrument with a tube and hemogard closure laying on the base of the instrument. A total of 100 retained samples were visually inspected with no issues observed. Ten retention samples were also functionally tested for stopper function and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for stopper creep out/loose closure based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, an unspecified number of caps were loose while on their automated instrument resulting in spilled samples. There was no health impact or consequences reported.